Event description:
The circumstances of the event referenced on the study is stated as follows: progression of burn requiring surgical intervention. Subject presented with partial thickness burns; dressing saturated at assessment on (B)(6) 2014. On removal of dressing it was noted that the wound has progressed to deep dermal thickness, requiring surgical excision. In addition, the assessment of the implication for the safety of study participants and how addressed is referenced as follows: "although noted by the site team as possibly related to the study dressing, the conversion of a partial thickness burn to deep dermal is common. There are no implications for the study participants". Please note that this info is related to an open non comparative study to evaluate the performance of aquacel ag+ extra in partial thickness burns. Full title of study: "a multi centre study to assess the safety and performance of aquacel ag+ extra in partial thickness burns (cip# (B)(4))"; subject #: (#02 013). Main rec reference number: (B)(4); sponsor's report reference: (B)(4) 2014.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury based on the reports of the issue requiring surgical excision; hospitalization or prolongation of existing hospitalization and progression of burn requiring surgical intervention; however, details of the study did state that the conversion of a partial thickness burn to deep dermal is common and there were no implications for the study participants. Add'l info has been requested via email to ascertain the following info: was device replaced or disconnected? Pt/user outcome: what is the medical history of the pt? Where anatomically did the event occurred? Was the product used for treatment or diagnosis? And is complaint product picture available? No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Reported to FDA on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.